Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) reinstalled the software in the host pc, replaced the flexvision pc and hard disk. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, a philips remote service engineer (rse) confirmed that the system had startup problem, was stuck on initialization time countdown 00:00, and the system was unable to start. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. The field service engineer (fse) replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.